Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The device was returned due to patient death. Interrogation of the device revealed it was no communication when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, using the power supply from the lab. No anomalies were found.